Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. Device manufacture date: unknown. Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that a unspecified bd ultrafine¿ pen needle was found with insulin that "smelled bad " as well as "bent needles" resulting in blood sugars in the 500¿s. Medical intervention was required as it states ¿doctor informed consumer she is injecting into the wrong area of her body¿.